Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the locking mechanism of the video connector receptacle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image was not displayed due to the failure of the locking mechanism of the video connector receptacle and the effect of the broken internal pin of the video connector receptacle. Additionally, for the failure of the locking mechanism of the video connector receptacle, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1, initial reporter establishment name: (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that parts of the image of the video system center were not being displayed. The issue was found during a therapeutic flexible ureteroscopy lithotripsy procedure, which was completed with a similar device. There were no reports of patient harm.